Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was no longer functioning. Two weeks later, a surgical procedure was performed, during which a crack was identified in the cylinder connecting tube. As a result, the pump was removed and replaced, while the existing reservoir was left in place and a new one was added to the system. No patient complications were provided.